Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in clinic for normal follow up and it was reported that externalized conductors were noted. The electrical function of the lead was observed and tested and no anomalies were noted. Lead will be monitored.